Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a false negative result for acinetobacter baumanii. A subculture was done despite no increase in the growth curve, and the medium was found overgrown. The erroneous readings were not provided to the clinician, and there was no adverse patient impact reported. The following information was provided by the initial reporter: "false negative lytic anaerobic blood culture with acinetobacter baumanii complex 3-mrgn." "Were patient samples involved? Yes. Why was subculture made if there was no increase in the growth curve? -- because the aerobic bottle was positive and the laboratory subculture all anaerobic lytic bottles since the last complaint... Were any erroneous results provided to the clinician? -- no. Were patients treated based on erroneous results? -- no". "Acin. Baumanii can be isolated from anaerobic lytic bottles if air has entered the bottle, but there is no increase in the growth curve... And acin. Baumanii grows excellently aerobically. The customer made a subculture of the lytic bottle and the medium was overgrown."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer reported a false negative result. Neither photos nor returned good samples were received. Plot provided showed a typical negative plot with no indication of growth. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a false negative result for acinetobacter baumanii. A subculture was done despite no increase in the growth curve, and the medium was found overgrown. The erroneous readings were not provided to the clinician, and there was no adverse patient impact reported. The following information was provided by the initial reporter: "false negative lytic anaerobic blood culture with acinetobacter baumanii complex 3-mrgn." "Were patient samples involved? Yes. Why was subculture made if there was no increase in the growth curve? -- because the aerobic bottle was positive and the laboratory subculture all anaerobic lytic bottles since the last complaint. Were any erroneous results provided to the clinician? No. Were patients treated based on erroneous results? No". "Acin. Baumanii can be isolated from anaerobic lytic bottles if air has entered the bottle, but there is no increase in the growth curve... And acin. Baumanii grows excellently aerobically. The customer made a subculture of the lytic bottle and the medium was overgrown."